Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was heavily tortuous and heavily calcified. The graftmaster 2.8 x 19 mm covered stent was being used to cover a perforation caused by another device but failed to cross due to the patient anatomy. A balloon dilatation catheter was used to successfully seal the perforation. The use of the graftmaster did not cause or contribute to complications or any adverse events. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.